Event description:
Per the audiologist, the patient reported head trauma at the site of the implant in (B) (6) 2009 (day not reported) that resulted in the site becoming swollen and tender. After the head injury, the patient reported intermittency and pain with the use of the device resulting in device non use. The results of an integrity test (B) (6) 2010 indicated normal receiver stimulator function with multiple electrode anomalies. The device was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B)(4).